Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 106 mg/dl. The customer insulin pump was not exposed to moisture but button may have been held down for more than 3 minutes. The patient was advised to back on injections of a back up plan. The customer is advised that insulin pump is iw a replacement will be sent out on same day swap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.